Manufacturer narrative:
Patient information is not available for reporting. Date of event is reported as (B)(6) 2018; exact date is unknown. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part: 03.010.523, lot: 8836145: manufacturing site: (B)(4), release to warehouse date: 01.sep.2016, expiry date: 01.aug.2026: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed, and the used material was according to specification for instruments for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the driving cap with handle adapter (part 03.010.523, lot 8836145, mfg 01-sep-2016) was received at us cq broken with the distal threaded tip still within the concomitant insertion handle (part # 03.010.487, lot # l536210.) Us cq was able to dislodge the broken piece of the handle adapter without any further damage. The threads were observed to be in good condition with very little wear. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the transition piece proximal to shaft measured and the threaded broken piece measured. This is within specification based on the relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; material review: the raw material certificate was reviewed, and the used material was according to specification for instruments for surgery. Conclusion: the complaint condition is confirmed as the driving cap with handle adapter (part 03.010.523, lot 8836145) was received with the distal tip broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended off axis forces during the nail insertion process. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, when the surgeon¿s last strike on the strike plate of the threaded driving cap, it broke off at the connection point and the strike plate fell off the radiolucent percutaneous insertion handle for expert nails. There was no surgical delay reported. No fragments were generated from broken devices. The procedure was successfully completed. Patient outcome was stable. Concomitant device reported: insertion handle (part # 03.010.487, lot # l536210, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).